Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported problem 'upstream occlusion was not detected until a minute after blockage' was unable to be confirmed during evaluation. The device was found passing upstream occlusion testing. The reported condition was not verified. The device was found to operate within specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion, additional clarification stated the upstream occlusion was not detected until a minute after blockage. This occurred during preventive maintenance at biomed shop. There was no patient involvement. No additional information is available.